Event description:
It was reported that during an attempted implant, it was noted that the right ventricular (rv) lead exhibited insulation damage which could compromise the superior vena cava (svc) coil integrity. The rv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that no insulation damage was noted. (B)(4).